Event description:
It was reported that patient has side effect of snoring from vns. Patient was put on a breathing machine at night (CPAP) with good results but was still having seizures at night so provided decided to increase night settings minimally to 0.5ma with increased duty cycle. After these settings were implemented the sleep apnea returned to the point that CPAP was not able to help as it had originally. She reduced therapy back down to 0.25ma and original duty cycle but sleep apnea did not change and remains a problem. No additional relevant information has been received to date.

Event description:
Later it was reported the device was explanted prophylactically. The device was returned by the facility and received into product analysis for testing. No other relevant information has been received to date.

Event description:
Additional information was received indication that the cause of the sleep apnea was due to vns stimulation. Intervention is being taken and it is to prevent serious injury.

Event description:
Testing was completed on the suspect device. No other relevant information has been received to date.